Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced nausea and a low blood glucose level of 47 mg/dl due to needing settings adjustments. Reportedly, customer contacted their healthcare provider who assisted in adjusting settings to better meet customer's needs. Additionally, it was reported that the pump battery could not be charged. Reportedly, using a different usb port resolved the issue. Customer's blood glucose level was 158 mg/dl.